Event description:
Initial and follow-up information was received from a user facility, via a partner organization, on the (B)(4) 2014 respectively. It was reported that on (B)(6) 2014, transcatheter arterial chemoembolization (tace) was performed on a patient with hepatocellular carcinoma in s8 of right hepatic lobe. The patient received 2 ml / 20 ml of ten-fold dilution of device dc bead (bead size: 100-300 micrometers) loaded with epirubicin 50 mg. The mixture of dc bead and epirubicin 2 ml was injected into the right anterior branch. On (B)(6) 2014, patient was discharged from the user facility. Around (B)(6) 2014, patient had pyrexia of 38 degrees celsius and received antibiotic at a local hospital, but body temperature increased to 39 degrees celsius. On (B)(4) 2014, CT at the user facility showed low-density area in s7 of the liver. Based on the inflammatory reaction with crp of 5.3 mg/dl, patient was diagnosed with liver abscess, and was hospitalized. CT guided drainage was performed (ptcd). It was gradually resolved by antibiotic administration. CT showed improvement. The symptom resolved and patient was discharged on (B)(6) 2014.

Manufacturer narrative:
Dc bead with epirubicin was reported to have been used in the treatment of this patient. Dc bead is not indicated for use with epirubicin. The equivalent product, lc bead, is available in the USA and is indicated for the treatment of hypervascular tumors and avms. The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified. Medical assessment: patient developed a liver abcess requiring drainage and antibiotics following tace procedure. While this is a listed complication of dc/lc bead therapy, it could be due to user error, and is therefore accordingly medically reportable. Patient was reported to have recovered completely from the liver abscess following therapy. The follow-up information received on (B)(6) 2014 does not change the severity of this case. The patient was hospitalized for the liver abscess, which was resolved with drainage and antibiotic treatment. As such, this case is deemed serious and reportable.